Event description:
It was reported that during an unspecified procedure, the iq guidewire tip was bent/broken at the end but remained attached to the main wire. This was discovered as it was viewed under x-ray. The device was successfully removed. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'ok.'

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.